Event description:
The customer reported the v60 has logged a primary alarm failure. The failure occurred in use. No patient or user harm has been reported. The remote service engineer provided the customer with the part number of the speaker assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a remote service engineer (rse) and verified significant event code was present in event log. Rse advised customer to replace the speaker assembly. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.